Manufacturer narrative:
Date sent to the FDA: 03/03/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m. Additional information was requested, and the following was obtained: is the lot number available? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number available? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an artificial joint surgery on (B)(6) 2021 and suture was used. During the procedure, when passing the needle through the dermis, the suture was broken though no extra tension was applied. Another package was used without problem. There were no adverse consequences to the patient. No additional information was provided.